Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4), h6: codes apply to the recharger. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for unknown indications of use. It was reported that the patient has had error code rm03 appear three times. Patient has had error code rm03 appear three times now. Each time, they take out the battery pack and puts it back in which resolves the issue for a few days, but then the recharging session lasts 5 minutes before the recharger antenna gets hot and the error appears again. Troubleshooting was not successful so new recharger was requested. No patient harm reported.